Event description:
The manufacturer received information alleging a ventilator's screen was broken. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display needs to be replaced to address the issue. There is a evidence of physical damage.